Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. A return was not available for the complaint and the fse was unable to provide a photo as there was no observable damage to the scc-f+ power supply. There was no damage to components outside of the power supply. The issue was resolved through replacement of a part. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed a small amount of smoke coming from the back of the architect c16000 analyzer system control center (scc) and a loud bang after powering on the system as part of a weekly shutdown. The field service engineer (fse) was dispatched to the account and replaced the scc-f+ power supply which was coded as damaged, however the fse indicated there was no evidence of burnt/charred areas inside the scc. No injuries occurred.